Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device display and water tank, which were determined to be damaged. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Due to its age and condition, the device will be decommissioned.

Event description:
It was reported that the display did not seem to work properly and was leaking. There were no patient harm or adverse events reported as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.